Event description:
It was initially reported that a pt presented high lead impedance readings during a routine office visit. The date of the last good diagnostics was unk. The pt's device was programmed off and x-rays were taken. The pt was hit on the right side of his chest recently, however, there were no other reports of trauma or manipulation. X-rays were sent to the manufacturer for review and no gross fractures were found in the visible portions of the lead body. There was a small portion of the lead behind the generator that could not be assessed and there was no strain relief. Good faith attempts to obtain additional information have been unsuccessful to date. The pt has been referred for a surgical consult.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.